Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(6), UDI#: (B)(4) product:1845010, item: (B)(4), s/n: (B)(6): applicable codes are b21, c21, d16 & g04130. H3: the reason for return was not confirmed. An incoming temperature test was performed and after 5 minutes the temperature was 85f in the back and 82f at the tube. The attachment was noisy when in use. The distal bearing was broken. The internal tube bearings were corroded. The laser markings were faded. Analysis shows that there is no information to reasonably suggest that the device (1845010) in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Previous codes b21, c21, d16 & g04130 are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845010, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). Product:1845000, item:10, s/n:(B)(6): applicable codes are b17, c20, d14 <(>&<)> g04063. Product:1845010, item:10, s/n:(B)(6): applicable codes are b21, c21, d16 <(>&<)> g04130. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had excessive heat. There was no patient impact.